Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the backplane and performed carto preventative maintenance test. All testing passed and the system is ready for use. The replaced backplane card was sent to the device manufacturer. The device manufacturer reported: customer¿s complaint about the bent pin in the mapping port on the patient interface unit was confirmed. Issue was solved by replacing the map connector. Additional information was received from the account. It was additionally reported that an unwanted pacing was faced on the ablation catheter. They were pacing the dd1-2, and it was being picked up and looked like it was pacing from the ablation catheter. Fse confirmed that there has not been any further issues with this system since the backplane card was replaced. No additional investigation is possible as the card was repaired. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. This carto 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with a carto 3 system and unwanted pacing was delivered. It was first reported that the carto 3 system would not pace through the mapping catheter. The cable was changed, but the issue did not resolve. There appeared to be a bent pin in the mapping port of the patient interface unit. This event was originally assessed as not MDR reportable because there is no risk to the patient with the inability to pace. Additional information was received on october 5, 2017. The pacing was for planned pacing. Pacing was connected through 20 pole b. They had a pacing card and were pacing dd 1-2. The carto did not allow pacing and ablation at the same time as an impedance cut off error was displayed when attempted. A micropace stimulation was used during the procedure. In addition, unwanted pacing was delivered on the ablation catheter. When pacing from dd 1-2, it looked as if it was pacing from the ablation catheter. This event was reassessed as not MDR reportable because unwanted pacing poses a potential risk to the patient. The awareness date has been reset to october 5, 2017, the date the reportable information was received.